Event description:
The account alleged, the bed will not engage into steer and the brake will not hold on the foot end of the bed.

Manufacturer narrative:
The account found the caster stem damaged on the brake caster. Repairs have not been completed.